Event description:
Customer reported on a bravo ph capsule that failed to attach. The patient was not injured following the procedure.

Manufacturer narrative:
(B)(4). There was no required intervention to prevent permanent impairment/damage in this case. The information was updated in this supplemental.

Event description:
A repeat procedure was not yet performed due to the alleged device malfunction. There was nothing unusual about the patient or procedure itself that may have led to this event. The device operator has been performing this procedure for four years. No known adverse events were reported.